Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. At the 8th firing on the bronchial tube, the device made a loud crack, but firing was completed. The surgeon confirmed the staple line was made properly. Just in case there was malformed staple, the surgeon performed add'l firing with a new device. The device head was maximally articulated upon firing, but after firing it automatically returned to the neutral position by opening the jaws. The jaws were opened w/o problem after the trouble. There was unanticipated tissue loss. The distal end of the shaft was broken. No info about the use of reinforcement material.